Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that on 26-jun-2024, the customer went to emergency room (ER) and was hospitalized, and patient stays in hospital for overnight. The patient blood glucose at the time of incident is 920 mg/dl and customer also receive IV and fluids of saline and insulin. The duration of supply for infusion set is 6 hours. No further information available.